Manufacturer narrative:
The investigation did not conformed the notification. Therefore complaint closed. Incident occurred during surgery, not able to maintain stability in anterior chamber of eye, which leads to hypotony a serious harm, hence concluded as reportable. (B)(4). All available information has been provided. This complaint is not confirmed.

Event description:
A report has been received that occurred in (B)(6). It was learned that during one cataract case the stability of the anterior chamber could not be maintained. The physician reported that the problem seems to be caused by the combination needle. A sample is available for evaluation. No further information as to the outcome of the patient. All information has been disclosed.